Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Sae# (B)(4). Allegedly, the patient started having lt hip pain 3 weeks after surgery. Multiple attempts to relief the pain with corticosteroid injections intra-articular with no success. The patient underwent a surgical intervention for release of the psoas tendon on (B)(6) 2018. The pain and weakness in the left thigh is still persistent. Additional information from clinical received on 26/10/2021 confirming that components were not revised.